Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer's blood glucose reading was 265 mg/dl. The customer performed troubleshooting and the cause of the alarm was due to an occluded reservoir or infusion set. The customer also mentioned that the act button was hard to push because he did not have fingernails, and also that the insulin pump alarmed low reservoir and would not advance. The customer was advised of how to clear the alarm. Nothing was replaced or returned.